Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint could not be duplicated on investigation. There was evidence of contamination observed on all button contacts.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the ok button was intermittently unresponsive. The patient confirmed there was no damage to the keypad. The patient reportedly wore the pump attached to a belt and cleans the pump with a dry q-tip. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.